Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. Unit had button error alarm due to corroded keypad traces. No stuck buttons noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.